Manufacturer narrative:
Qn#(B)(4). The customer returned one dilator/sheath assembly, catheter, and lidstock for evaluation. The sample contained obvious signs of use in the form of biological material. Visual examination revealed the sheath tip was frayed and bent back. This damage is consistent with undue force being applied to the tip. The overall length of the sheath body measured 4.52756" which is within specification of 4.463"-4.589" per product drawing. The outer diameter of the sheath measured 0.0950" which is within specification of 0.086"-0.096" per sheath product drawing. The inner diameter of the tip was 0.072" which is within specifications of 0.072"-0.073" per sheath product drawing. The returned dilator was able to advance and retract from the sheath with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained, and further consultation requested." The customer report of a damaged sheath tip was confirmed by complaint investigation of the returned sample. The peel-away sheath tip was frayed and folding back, which is damage consistent with undue force being applied at the tip. The sample passed all relevant dimensional and functional inspection, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: "at the time of conducting patient channeling it is evident that at the time of the dilator's contact with the skin it opens at the distal tip.".

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: "at the time of conducting patient channeling it is evident that at the time of the dilator's contact with the skin it opens at the distal tip."